Event description:
It was reported to philips that the system would not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the hospital biomed and identified issue with the power distribution unit (pdu) fan tray and direct current power supply (dcps). A philips field service engineer (fse) inspected the system on-site and replaced the pdu fan tray and dcps to resolve the issue. The system was returned to use in good working order and ready for clinical use. The system log files were reviewed which identified errors indicating a malfunctioning pdu fan tray. The pdu fan tray and dcps was returned for further analysis. Functional testing was performed, and power supply unit was found to be defective. The codes were updated based on the investigation outcome.